Event description:
"Upon info and belief on or about at the time of the plaintiff's alleged accident, they were using a wheelchair designed, manufactured, and distributed by third party defendent invacare."